Event description:
During surgery, the screw could not be used because the screw head had worn out.

Manufacturer narrative:
The screw dimensions beside the slots of the cross recess were according to the specified values. With a new sample blade from the stock, the screw could not be picked-up due to the deformations on the cross recess. The screw had already been used before (inserted into a bone) which resulted in deformations of the cross recess. These deformations finally caused the inability to pick-up the screw. Based on the evaluations, there were no indications for any systematic, design, material or manufacturing related issue.